Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the ventricular lead exhibited noise which caused inappropriate mode switching. The noise could be reproduced with isometrics. The ventricular sensitivity was changed from 1 mv to 1.5 mv. The lead will be monitored.